Event description:
I flow received a report stating, fast flow. Infused in 14 hours instead of 24 hours. No adverse clinical effects were reported. Fill volume and flow rate unk. Medication, vancomycin. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
No sample was received for investigation and eval. Without the actual product, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all mfg operations were found to be within spec. A review of the lot history found no confirmed complaints for fast flow for the reported lot number. No determination could be made as to why the pump appeared to flow fast. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.